Event description:
Information was received from a healthcare professional regarding a clinical patient being implanted with an implantable neurostimulator (ins). It was reported that during the implant procedure ((B)(6)), one of the needles or leads punctured the dura mater causing a csf (cerebrospinal fluid) leak. This leak was immediately identified by hcp. No neurological issues or deficits identified during neurological monitoring during the surgery. Upon waking, the patient was lying prone and exhibited a pdph (post dural puncture headache), rating the pain a 3 out of 10. No back pain reported. This report was prior to the patient standing or sitting up. The patient was prescribed fioricet (butalbital 50 mg/acetaminophen 300 mg/caffeine 40 mg) 1 or 2 capsules orally every 6-8 hours, as needed, not to exceed 6 capsules per day, for 7 days. Hcp also ordered bed rest and increased fluid intake of both water and caffeine. The morning after the implant, the patient reported good analgesia with fioricet, rating her headache pain a 3 or 4 out of 10. She rated the soreness in her low back post procedure as an 8 out of 10. The low back pain was improved with laying down and worsened with standing and walking. She was prescribed acetaminophen-codeine #3 300-30 mg 1 tablet as needed for post-op pain orally q6h, for 7 days, and reports good analgesia. The patient admitted to taking keflex as prescribed (q8h) with no signs of infection. She admitted to nausea, but denied vomiting, fever, chills, loss of appetite, malaise, or shivering. She also denied any ringing in ears, dizziness, or any changes in hearing, vision, or cognition. By the evening, she rated her headache a 9 out of 10, severe intense pain. She reported no analgesia with fioricet or tyco #3 in the evening. (B)(6), the patient reported headaches worsening with 10 out of 10 pain. She reported extreme sensitivity to light and sound. She also rated her back pain a 9 out of 10 with pain worsened by moving or breathing. She reported no analgesia with fioricet or tyco #3 again. She reported continued nausea but denied any symptoms of infection. She reported a temperature of 98.0 °f at 09:55 am est. The patient was educated on the potential benefits and risks associated with an epidural blood patch and she decided to move forward with the epidural blood patch procedure. She continued to report 10 out of 10 headache pain in the evening. (B)(6) the patient presented into the hcp office at 7:30 am and reported continued 10 out of 10 severe headache pain. She admitted to taking fioricet, tyco #3, and gabapentin as prescribed with no analgesia. She also admitted to taking keflex 500 mg q8h as prescribed with no signs of infection. She denied fever or rash. She presented with extreme nausea and extreme sensitivity to light and sound. She was dry heaving for 20 minutes prior to the procedure but did not vomit due to hardly eating in the past 24 hours. She admitted to being lightheaded and irritable. She consented to the epidural blood patch and all questions and concerns were addressed to patient¿s satisfaction. She presented understanding of the potential risks and benefits. At 7:53 am, prior to the procedure, her hr was 96 bpm, and her bp was 116/78 mmhg. At 8:03 am, her blood sugar was 83 mg/dl. The patient was brought to the procedure room at 8:40 am and the procedure started at 8:43 am. The fluoro time for the procedure was 11 seconds. The procedure was completed by 8:47 am and the patient was moved to the recovery room at 8:58 am. Once brought to the recovery room, the patient admitted to complete resolution of nausea and dizziness. Her bp at 9:00 am was 122/88 mmhg. Her bp at 9:10 am was 126/87 mmhg, hr 64 bpm, and she reported 3 out of 10 headache pain and 6 out of 10 low back pain. She reported stiff neck but denied any radicular pain, numbness, or tingling of the bles. She admitted to being hungry for the first time since her procedure and her demeanor had significantly improved. At 9:20 the patient was discharged to the care of her mother who agreed to care for and stay with the patient for at least the next 24 hours. She was prescribed ondansetron q4-6h prn for nausea, but her nausea seems to have completely resolved. She was given fioricet q6h for another 7 days should she need it if her headache worsens from a 3/10. Patient expressed understanding of post procedure instructions: bed rest for at least 24 hours, drinking lots of clear fluids, and avoiding any straining for the next 72 hours. She reports napping all morning into the early afternoon following the procedure. In the evening, she reported sleeping a lot with good analgesia from blood patch and medications. (B)(6) 2022 the patient reported sleeping a lot with headache pain at a 3 or 4 out of 10 and low back pain at a 4 out of 10. She reported some relief from the blood patch, and she continued taking fioricet, tyco #3, and gabapentin as prescribed. She reported continuing with bed rest and fluid intake. The patient seemed in good spirits. (B)(6) 2022 at 12:19 pm, the patient reported increasing headache pain up to a 6 out of 10 and slowly worsening with time. She reported resting and drinking as much water as she could when she¿s awake and with no improvement in her symptoms. She reported continuing to take all medications as prescribed with no analgesia. After speaking with hcp patient was advised to continue bed rest and drinking as much water as she can. The patient requested to try a different medication for the headaches other than fioricet, specifically imitrex. The patient admitted to history of migraines due to bulging discs in the cervical spine, getting migraines 1-2 times a week in the past, but they had slowed down when she was seeing a chiropractor and taking imitrex in the past, so hcp agreed to start her on imitrex after the weekend if her symptoms had not resolved. By 8:00 pm, the patient went to the emergency room due to 10 out of 10 headache pain. She stated she felt like she did the morning of the blood patch. She admitted to extreme nausea, extreme sensitivity to light and sound, lightheadedness, and irritability. She was admitted, given IV fluids and fioricet, and told to continue to rest. None of this seemed to help the patient in the evening and she did not sleep well at the hospital. (B)(6) 2022 the patient¿s condition remained the same, with 10 out of 10 headache pain and no analgesia with any medications. She had a neurological consult with hcp and he determined that no neurosurgical intervention was indicted at the time and no MRI was required. He recommended continuing with conservative management and to follow up with hcp. She was given fioricet and instructed to continue bed rest and drinking clear fluids. Once her nausea was resolved, she was eating a regular diet, and her headaches only became severe when upright for a prolonged period of time, she was discharged from the hospital. (B)(6) 2022 at 10:00 am, the patient reported a 6 out of 10 headache pain with bedrest and clear fluids, but the headache escalates to an 8 or 9 out of 10 if she stands up. She continued reporting no analgesia with fioricet. By 3:00 pm, hcp sent in a prescription for imitrex 50 mg, 1 tablet at least 2 hours in between doses as needed orally up to twice a day for 10 days, not to exceed 2 tablets in 24 hours and not to exceed 10 tablets in one week. The patient will be seen in our office tomorrow, (B)(6) 2022 at 10:00 am.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: neu_unknown_lead. Serial#: unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.